Manufacturer narrative:
The field service engineer verified the probe alignments and performed ise checks ensuring no air was aspirated in the system. The reference line was cleaned with bleach and hot water. Ise checks and reagent primes were performed. All ise checks were good. Calibration and controls were run. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated that they received discrepant result for five patient samples tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. Three of the five samples also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The na electrode lot number was n56, the k electrode lot number was w83, and the cl electrode lot number was d14. The electrode expiration dates were asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. It was confirmed that no further issue has been observed since the field service visit.